Event description:
New information received notes that the device was reprogrammed to treat the oversensing. However, episodes of post-paced t-wave oversensing recurred at a later follow-up. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.

Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. The device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes will be made at the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.